Event description:
It was reported that a (B)(6) year old female patient underwent breast augmentation revision with a 450cc mentor memorygel breast implant on the left breast. Post-operatively, the patient was diagnosed with left breast capsular contracture (baker grade IV) and left breast implant rupture. As a result, the patient underwent left breast capsulectomy and bilateral removal and replacement on (B)(6), 2022. The replacement devices were: (left) 650cc mentor memorygel breast implant catalog: shpx650 lot: 9643681 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: shpx650 lot: 9643681 sn: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture manufacturer¿s reference number: pc-(B)(4).